Event description:
It was reported that the left ventricular (lv) lead was reprogrammed due to increasing and high thresholds. The lead was subsequently explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).